Manufacturer narrative:
Additional manufacturer narrative: the device was not available for return to edwards for evaluation as it was discarded. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. In this case, the device was explanted after ten (10) years and eight (8) months due to leaflet failure. The information regarding this explant was learned through our implant patient registry and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history, condition post-implant, possible comorbidities, and device return have been unsuccessful; therefore, the root cause for the leaflet failure remains indeterminable. If new information becomes available, a supplemental report will be filed. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 25mm pericardial aortic valve, implanted ten (10) years, eight (8) months, and twenty six (26) days, was explanted due to leaflet failure. The patient was also reported to have acute onset congestive heart failure. The explanted device was replaced with a 23mm pericardial aortic valve. The patient was reported to have been discharged. No additional details were provided.

Manufacturer narrative:
In this case, the valve was explanted due to leaflet failure, severe aortic insufficiency, and cardiogenic shock. Leaflet tears and leaflet disruptions occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. As the device was not returned for evaluation, the root cause for the leaflet failure/tears and stenosis remains indeterminable. However, it is likely that patient related factors and progression of disease may have contributed to the event.

Event description:
Edwards received additional information through follow up with the health care provider. Per obtained medical records, the 25mm pericardial aortic valve was explanted due to leaflet failure, severe aortic insufficiency, and cardiogenic shock. The valve was inspected upon explanted and was found to have thickened leaflets and the leaflet to the left commissure and sinus area was torn from the strut of the valve. Also it appeared that the right strut also the mid-portion of the valve was torn from the stent. Echocardiogram inspection showed that the replacement valve was functioning well with no valvular or perivalvular leaks noted. The patient was transferred to the intensive care unit in guarded condition. The patient had no postoperative complications and was transferred to rehab in improved condition.